Event description:
It was reported that a home patient (hp) had a high drain 105 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device at the end of the therapy. The hp asked for assistance to clear the alarm. The technical service representative instructed the hp on how to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device history records revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant additional information become available, a supplemental report will be submitted.